Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during preparation, the nurse hooked up the gold probe device to a bipolar cable adapter and generator for cautery; there was no energy at the gold probe tip in order to cauterize. The case was completed with another of the same device using the same generator and cable adaptor with no complications reported. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).